Manufacturer narrative:
The capacitive touch feature is intended to prevent inadvertent movement of the interventional devices from inanimate objects. However no unintended movement of interventional devices was reported.

Event description:
It was reported that the green light which indicates that the capacitive touch feature of the device joystick is active remained on even when the user took his hand off of the joystick.